Event description:
The patient underwent blvr with placement of 5 valves in the right lower lobe on (B)(6) 2025 and was discharged on (B)(6) 2025. On (B)(6) 2026 patient presented to emergency due to fever. Crp was 6.3 mg/dl and antibiotics were initiated. Patient opted for outpatient management and was discharged home. During an outpatient visit on (B)(6) 2026, crp had increased to 12.3 mg/dl, and the patient was hospitalized with concern of pneumonia. Sputum collected and revealed klebsiella pneumoniae. The patient was diagnosed with aspiration pneumonia complicated by copd, and intravenous antibiotic therapy was administered. Crp levels improved, but the patient continued to have copious sputum production on (B)(6) 2026. Bronchoscopy was performed and no findings suggestive of valve migration valve malfunction were observed. By (B)(6), crp had improved to 1.1 mg/dl. However, the patient experienced progressive physical deterioration. On (B)(6), crp re-elevated to 20.8 mg/dl, and renal dysfunction was newly observed. During this period, sputum clearance became increasingly difficult. On (B)(6), crp again improved to 2.1 mg/dl; however, renal dysfunction progressed and marked debilitation was noted. The patient died on (B)(6). The direct cause of death was diagnosed as aspiration pneumonia.